Event description:
It was further reported that the rv lead output was progressively lowered back down during routine follow up. This resulted in patient becoming symptomatic with episodes of complete heart block and pauses. The patient experienced dizziness and chest tightness. The rv lead was reprogrammed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: sedr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and unstable thresholds with "spikes" leading to intermittent loss of capture and inappropriate pacing with pauses. It was noted that the patient experienced presyncope symptoms and heart block. The rv lead was reprogrammed and remains in use, with no further pauses or episodes of complete heart block observed. No further patient complications have been reported as a result of this event.